Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set is confirmed; however, the exact cause is unknown. One photograph of a 22 g miniloc winged infusion set was returned for evaluation. An initial visual observation of the photograph showed use residue throughout the sample, and a large diagonal split with straight and distinct edges was observed in the tubing near the needle housing of the infusion set in the returned photograph. While the angle and distinct edges of the split in the tubing of the infusion suggest the device was likely damaged by a sharp instrument, this could not be confirmed from the returned photograph; therefore, the exact cause of the damage is unknown at this time. A lot history review (lhr) of asduf027 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same patient.

Event description:
It was reported patient reports miniloc tubing pulled out of needle. No other information was provided.